Event description:
It was reported that the patient experienced an overstimulation sensation as well as a shocking or jolting sensation. It was stated that the patient was feeling stimulation in the wrong location. It was stated that since the implant was put in the patient has had "this pain a little way from her spine at her bra line". It was stated that it was a "sharp stabbing pain, and it was like being stabbed, and it was not getting better". It was reported that the patient saw her health care provider on (B)(6) 2013 and he told the patient that "it was nothing that they did". It was reported that the lead wire was implanted "a little higher than where the pain was". It was stated that the pain was "over and down" from where the lead was put in, "maybe on the l1, that it where the pain is". It was reported the patient was worried that something was wrong with her wires, but the doctor did not think anything was wrong. It was reported that when the patient recharges the device she feels a "jolt" in the same spot as she was having pain.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).